Event description:
It was reported that a check syringe plunger sensor was experienced. No patient injury reported.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for check syringe plunger sensor. Cracked on lower left front corner of top case was identified during the physical inspection. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed. Check syringe plunger sensor was caused by incorrect assembly on the timing plates by customer. Service reassembled timing plates, replaced plunger board for preventive, and performed a pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the event history log (ehl) identified check syringe plunger sensor.

Event description:
Additional information received via email: it is unknown if event occurred while pump was in use with a patient.